Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned item that the femoral impactor bumper has fractured into two pieces. Only one piece was returned for evaluation. The lot number is unavailable for this device. The device exhibits significant signs of use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during an efip inspection the device was found broken. No case involved.